Event description:
Complainant alleged that the device advised shock to a pt who was presenting a "slow broad rhythm". The clinician who was attending the pt delivered four shocks to the pt. The first two shocks were delivered at 200 joules and the third and fourth shocks were delivered at 360 joules. A senior clinician then arrived at the scene and advised the attending clinican that the pt was not presenting a shockable rhythm. There was no indication from the complainant of any adverse effect to the pt as a result of the reported malfunction.